Manufacturer narrative:
Add'l information received subsequent to submission of the initial report indicates that the canal was filled with the separated piece in place without sequela.

Event description:
A file separated in the canal suring a procedure. The doc plans to fill the cansl with the separated piece in place.